Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no initial calibration occurred. The transmitter was returned for investigation. Exterior visual inspection was preformed and the transmitter passed. Voltage test preformed and the transmitter passed. Pairing test with (B)(4) bluetooth device was preformed and the transmitter passed. Transmitter final function tester was preformed and the transmitter passed. Share log was reviewed and the transmitter failed due to loss of connection found. Confirmation of no initial calibration was confirmed. The probable cause was determined to be loss of connection. No additional event or patient information is available. The reported event of no initial calibration is reportable based on the findings of loss of connection.